Event description:
Pt reported various adverse signs and symptoms after treatment with zyderm I collagen and restylane. Localized bruising, lumps, edema and drainage. When the pt developed itching pt saw their "gp" who prescribed fucidin cream 15g and flucloxacillin 500mg. Further diagnosis, pt had a chest infection. This is suspected to be erysipelas, with added infection possibly caused by scratching."